Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored data and how the current measurements could affect therapy delivery effectiveness. Ts also discussed possible root causes but based on available data no clear root cause can be established. Ts also how the rv impedance measurements had risen but were still within range. This device remains in service. No adverse patient effects were reported.